Manufacturer narrative:
The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer added insulin to the cartridge and loaded it successfully however, noticed the cartridge began to leak. The customer¿s blood glucose level was 227 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.